Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 the device was not returned to olympus for inspection however the technical assistance support (tac) verified the reported failure "b30 communication error displays". Based on the results of the investigation, the most probable cause of the complaint is not established. The customer contacted olympus technical assistance support (tac) and informed the event. Troubleshooting was performed and the issue was resolved. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited b30 scope communication error. There were no reports of patient involvement.